Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan on behalf of the lay user/patient suggesting that the one touch ultra smart basic meter's manual should read in different language. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The reporter suggested that lifescan take a survey regarding how many people need the manual for one touch ultra smart meter in spanish. The reporter also suggests putting out brochure in spanish for display at pharmacies, doctor's clinics, and supermarkets. When she bought the meter in 2005, she realized the manual was not in their language and said the patient paid a translator to translate the instructions, so they could use the meter. She said during the same year, the patient was feeling tired and had frequent urination because they did not have the manual in their language. The reporter took the patient to the emergency room due to the symptoms. The patient was kept in the emergency room for 6 hours and administered IV fluids. It is not known whether the patient paid the translator to translate the manual before or after his symptoms. It would be helpful to know why the reporter claimed that the manual not reading in different language led to the patient having symptoms. It would also be helpful to know what treatment the patient took for two months in 2005 after he got the new meter, whether the patient adjusted any habits prior to feeling symptoms, what the patient would have done differently had he been able to read the manual, whether the patient had a backup meter, what fluids he was given at the ER, how long after he was given fluids did he feel better, and if he changed any habits after the issue. There was no troubleshooting completed because the issue related to product improvement. This complaint is being reported because the reporter alleged that the patient could not read the english owner's manual and felt symptoms that can be associated with hyperglycemia, because he wasn't able to read the manual. It is unknown what the patient would have done differently had he been able to read the manual.